Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl. The customer's current blood glucose level was 185 mg/dl. Customer treated for their low blood glucose with sugar and juice. The customer declined to troubleshoot for the low blood glucose incident. The customer also had issues with sensors, it did not accept calibrations. The insulin pump will not be returned for analysis.